Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and off no power. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump was able to pass the displacement test and manual prime was successful without the pump alarming. Customer was advised to monitor pump as it appears that the pump is functioning as designed.